Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a defective/open fuse on the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, critical error codes "ECG fail 0808" was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.